Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient that she has a left stryker knee that needs to be replaced. The patient is experiencing "unbearable pain." Update per review of medical dictation dated (B)(6) 2015: (B)(6) 2014 consultation noted: "x-ray of the left showed a "posterior subluxated tibia on femur indicating instability" x-rays on (B)(6) 2014 reviewed by a consulting clinician do not confirm the description of the posterior tibial subluxation described, but rather demonstrates an anterior subluxation, complicated case with valgus placement of the tibial component and major ligament reconstruction."

Event description:
It was reported by the patient that she has a left stryker knee that needs to be replaced. The patient is experiencing "unbearable pain." Update per review of medical dictation dated (B)(6) 2015: (B)(6) 2014 consultation noted: "x-ray of the left showed a "posterior subluxated tibia on femur indicating instability" x-rays on (B)(6) 2014 reviewed by a consulting clinician do not confirm the description of the posterior tibial subluxation described, but rather demonstrates an anterior subluxation, complicated case with valgus placement of the tibial component and major ligament reconstruction."

Manufacturer narrative:
An event regarding femoral & tibial subluxation (dislocation) and tibial malposition (valgus placement) involving a triathlon baseplate was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as no devices were returned for review. -medical records received and evaluation: a review of medical records by a consulting clinician indicated: "in this complicated case of an obese woman with severe venus disease, fibromyalgia and a history of arthrofibrosis in her right total knee arthroplasty, the complicated primary left total knee included an mcl reconstruction with an allograft. This hospitalization was complicated by an extended stay for severe deep vein thrombosis . X-rays on (B)(6) 2014 do not confirm the description of the posterior tibial subluxation described, but rather demonstrates an anterior subluxation. There is no evidence the problems described in this complicated case with valgus placement of the tibial component and major ligament reconstruction were due to factors of faulty total knee component design, manufacturing or materials." -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for this lot. Conclusions: the consulting clinician noted the following: "in this complicated case of an obese woman with severe venus disease, fibromyalgia and a history of arthrofibrosis in her right total knee arthroplasty, the complicated primary left total knee included an mcl reconstruction with an allograft. This hospitalization was complicated by an extended stay for severe deep vein thrombosis. X-rays on (B)(6) 2014 do not confirm the description of the posterior tibial subluxation described, but rather demonstrates an anterior subluxation. There is no evidence the problems described in this complicated case with valgus placement of the tibial component and major ligament reconstruction were due to factors of faulty total knee component design, manufacturing or materials." Root cause was determined to be related to valgus position of the baseplate as a result of patient factors (valgus deformity) and major ligament reconstruction. If devices and / or additional information become available, this investigation will be reopened.